Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device communicated properly with test mini link transmitter. No lost sensor alarm or weak signal alarm anomaly noted. Device had minor scratched display window and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl. The customer also reported that they had sensor issues as well. The customer reported that they have been treating the blood glucose with the insulin pump and manual injections. The customer's blood glucose was 217 mg/dl at the time of call. The customer declined troubleshooting. The customer performed high pressure test and the insulin pump passed. The insulin pump will be returned for analysis.